Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.  (B)(4) submitted for adverse event which occurred on (B)(6) 2018.  (B)(4) submitted for adverse event which occurred on (B)(6) 2018.  (B)(4) submitted for adverse event which occurred on (B)(6) 2018.  (B)(4) submitted for adverse event which occurred on (B)(6) 2018.  (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted along with a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy. It was reported that the patient underwent a procedure to drain a rectal abscess on (B)(6) 2017. It was reported that she underwent a rectal fistulotomy on (B)(6) 2018. It was reported that she underwent an excision surgery to remove the mesh on (B)(6) 2018 along with a kelly plication for her sui. It was reported that she underwent debridement of a fistula on (B)(6) 2018. It was reported that she underwent a procedure on (B)(6) 2018 to address an abscess and cellulitis. It was reported that she underwent a procedure on (B)(6) 2019 to excise the redundant anterior vaginal mucosa. No additional information was provided.

Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.